Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot#: (B)(4), ubd: 17-apr-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving bupivacaine (unknown dose and concentration) and fentanyl (unknown dose and concentration) via an implantable pump for spinal pain. It was reported the hcp called the rep and stated the patient heard their pump alarm over the weekend. The hcp brought the patient into the office on the date of the call ((B)(6) 2020), and interrogated the pump logs. The hcp stated that there was no abnormalities in the pump logs and was inquiring if an alarm could occur without there being a log. It was reviewed with the rep to play the alarms for the patient and ask if it was the sound that they heard over the weekend and ask the patient if it could be other technologies. The rep stated that the patient has "had a pump failure in the past, so I think she knows what the sounds are." No symptoms or patient complications reported. Additional information was received from the manufacturing representative (rep). The rep reported the pump alarm was not confirmed. There were no logs showing a motor stall. The alarm was of an unknown origin. No actions had been taken. The patient planned to contact their provider if they hear the alarm. Additional information received from a healthcare professional (hcp) via a clinical study reported that their pump alarmed on 2020-feb-22 at 4pm. The pump was interrogated which did not reveal any alarms. A side study would be scheduled as that is the only time noted that the alarm sounded. No other times did the patient hear the alarm. The pump will be monitored. Additional information received from a healthcare professional (hcp) via a clinical study reported a side study was performed on 2020-mar-02. No leaks or obstructions were found. On (B)(6) 2020 the patient reported hearing the pump alarming again. Device interrogation revealed no errors were found. At this visit on (B)(6) 2020, the hcp decided to explant/replace the pump with a non-manufacturer device on (B)(6) 2020. The catheter was retained. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported.